Event description:
It was reported that on an unknown date, bone grafting was performed for a tibial nonunion. There was a large defect from a previous open tibia fracture that received a tibial nail in (B)(6) 2021. The bone grafting was successfully performed. There was no patient consequence reported. This complaint involves an unknown number of devices. This report is for (1) unk - nails: tibial this report is 1 of 3 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: this report is for an unk - nails: tibial/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The device was implanted on an unknown date in august, 2021. No revision procedure was performed.